Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was state that the cause of the ins flipping was unknown. The lead appeared to have been twisted as if the patient had twiddled with the device but that could not be confirmed . The lead was discarded by the account no further patient symptoms or complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va21gyq, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va21gyq. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins flipped in the pocket and the lead had been pulled/migrated. The lead was replaced. No further device issue alleged / identified. No further patient symptoms or complications were reported.